Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and the reported single leaflet device attachment, resulting in unspecified tissue injury and mitral valve insufficiency/regurgitation (mr) as noted by the physician, was attributed to the patient¿s anatomy. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3. One mitraclip was implanted successfully, reducing mr to grade 1. The clip appeared to be stable in all views. Two weeks after the initial procedure during a routine follow-up, the clip had detached from the anterior leaflet (single leaflet device attachment (slda)) and tore the leaflet. Mr was recurrent grade 3 but the patient was not symptomatic. On (B)(6) 2025, an intervention procedure was performed. One mitraclip was implanted, reducing mr to grade 2.